Manufacturer narrative:
Device evaluation of the monitor has been completed. Upon investigation the monitor did not pass incoming functionality testing. The cause for failure was isolated to contamination on the pins of pca jumper j1000. The root cause of the contamination was flux contamination on j1000. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The monitor did not pass incoming functionality testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was in asystole, a non-treatable rhythm.